Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 failed and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier, and manufacturer date not available. Initial reporter facility:(B)(6). Upon investigation of the actual device used in this incident, it was determined that power cable was physically damaged. A field service engineer (fse) removed the existing power cable and replaced it with a new one, after which the station powered on successfully and returned to normal operation. Fse also confirmed that there was no drawer failures observed onsite. The system functioned as intended after the field service engineer repaired the device.